Event description:
User facility medwatch report number 0700060000-2013-8002 was received and a copy the report will be submitted with this report. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Brand name corrected from synream to 9.0mm medullary reamer head. Model number was reported as 690.382.30. This number cannot be confirmed as a valid synthes part/model number. : placeholder.